Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the Other -off label location which is off-label usage of the device, on (b)(6) 2026. On (b)(6) 2026 she removed sensor because she was experiencing pain at the insertion site. When sensor was removed, she discovered she had an infection at the insertion site. The patient said it was red and with a burning sensation. She reached out to her HCP via email, and they prescribed antibiotic Augmentin which she took for 10 days. Infection healed with antibiotic. At the time of the report, patient condition was stable. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(b)(4).This report was impacted by eMDR scheduled maintenance occurring July 22-27, 2026.Labeling indicates: Inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. redness, swelling, bruising, itching, scarring or skin discoloration).